Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, the physician recognized a lv lead exitblock. After the patient was x-rayed, the physician identified a lead dislocation. Today the lead was replaced. The condition of the patient was good.